Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she pressed the up button and the numbers went up quickly and now the buttons are unresponsive. Customer stated that she disconnected right away and then it went to normal. Customer went to give insulin again and the same error occurred. Customer stated that it was very humid and the pump was in her bra. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.